Manufacturer narrative:
Title: hemorrhoidectomy versus conventional hemorrhoidectomy: comparison in outcome source: open access macedonian journal of medical sciences. 2022 jan 03; 10(b):68-73. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study compared outcomes between the conventional surgical method and ligasure hemorrhoidectomy in patients who underwent hemorrhoid surgery between (B)(6) 2015 and (B)(6) 2018. There were 50 patients in the conventional group and 70 patients in the ligasure group. The ligasure was applied to the hemorrhoidal mass and pedicle to excise the hemorrhoid. Complications included postoperative bleeding, postoperative discharge, fecal incontinence and anal stenosis. It is not reported if interventions were required. Urine retention, residual mass and wound infection are not related to the device.